Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 18 (atm) atmospheric pressure. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a nephromax nephrostomy balloon catheter was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 18 (atm) atmospheric pressure. The procedure was completed with another nephromax nephrostomy balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone) updated block e2 health professional updated block e3 occupation updated block h6: imdrf device code a0402 captures the reportable event of balloon burst.